Event description:
During pt support, the bvs 5000 console went into low pressure, low flow alarms. A back-up console was used with no impact to the pt. Abiomed rep examined the console and could not duplicate the problem. It appears to have been pt-related.